Event description:
It was reported that the patient presented to the hospital in renal failure with positive blood cultures for staphylococcus aureus related to urosepsis. The patient was treated with antibiotics and was eventually discharged. An echo was performed on (B)(6) 2017 with no valve regurgitation present. On (B)(6) 2017 the echo was repeated and regurgitation was noted, consistent with endocarditis. On (B)(6) 2017 the right atrial, right ventricular and left ventricular lead were extracted. The cardiac resynchronization therapy defibrillator was reused and a competitor right ventricular lead was implanted. The pulse generator was taped externally to the patient. On (B)(6) 2017 a new device was implanted. The patient was stable.